Event description:
It was reported that the solar 8000i with tram (multi-parameter module) did not provide a vtach alarm when the pt had a 7 min episode of presumed vtach. The event occurred at approx 17:10 to 17:17 on (B)(6) 2010. No pt injury or delay in treatment was reported. The pt has since been moved to an ICU bed. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once the investigation is completed.